Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. In addition, the lead was returned with the helix fully retracted and the helix was able to be extended and retracted within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix would not extend. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.